Event description:
It was reported that the patient had surgery on (B)(6) 2015 in which the surgeon elected to explant the generator as a precaution since the wound had been open for an extended amount of time. However, there was no evidence of an infection.

Event description:
The patient was seen by the treating vns physician on (B)(6) 2015, and the patient¿s lead was visible through a small hole in the skin in the left chest area. The neurologist referred the patient back to the implant surgeon. There was no sign of infection at that time. The neurologist did not know what may have caused the event, but he did not suspect trauma or manipulation. No device diagnostics were performed. The patient was seen by the surgeon on (B)(6) 2015, and the clinic notes reportedly indicated that the patient's vns could be seen. The patient was recommended for surgery. No known surgical interventions have occurred to date.

Event description:
An implant card was later received reporting that the patient had generator reimplant on (B)(6) 2015.